Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/1/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/24/2019. Device evaluation summary: according to the information received, was reported a patient experienced deflation of the right implant. During evaluation of the sample a tear measuring 0.5 cm was found on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5883944, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis and experienced right sided deflation post procedure. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed. There were no procedural complications.